Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Off-site battery analysis review of the manufacturing data, and the data gathered during the visual and dimensional inspection, and the electrical testing, did not show any abnormal results. The characterizations and electrical testing of battery (B)(4) are consistent with a delta 26h2 battery at this level of discharge. No evidence of an internal mechanism for premature depletion was found during destructive analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.